Event description:
In 2008, the patient's father reported that the patient's infusion sets have been cracking at the luer lock. This has happened with two lots of infusion sets. He was advised to instruct the patient not to over-tighten the luer connection. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.